Manufacturer narrative:
Patient¿s identifier and weight are unknown. Additional device product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bit broke during making tunnel of the bone in the fracture of medial malleolus surgery on (B)(6) 2018. The patient¿s bone quality is normal and well. It took around 1 hour to remove the broken pieces. But not sure if all the pieces were removed from the patient. Another product was used to finish the procedure. This report is for one (1) 2.0 mm cannulated drill bit/qc 150 mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
DHR review was completed. Part number: 310.221, lot number: 425506, manufacturing location: (B)(4), supplier: sphinx ag , release to warehouse date: 18 december 2009. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Customer quality reviewed the photograph provided. The risk assessment for drill bits power driven was reviewed and found to adequately address the harm of this complaint condition. The complaint is confirmed as the received pictures show that the complete grooved portion of the part # 310.221 drill bit ø 2.0/1.15mm, cannulated, l 150/48mm is broken off. The broken off grooved portion of the drill bit is broken into various fragments. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.